Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. However, the exact cause of the reported event could not be conclusively determined. Based on the past similar cases, omsc assumed that the electrical circuit board had failure. It was assumed that the failure of the electrical circuit board was accidental, since there was no external damage to the main board and there was no tendency for multiple failures.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that before the procedure, the image was not displayed on the subject device when the power of the subject device was turned on. Also, the subject device could not be turned on when the power of the subject device was turned on again. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.